Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during fill one of four of peritoneal dialysis therapy. The patient stated they felt full. A manual drain was performed and the patient felt better. It was determined that the patient¿s largest prescribed fill volume is 2200ml and had a manual drain volume of 4857ml. The technical service representative assisted the care giver with ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. The increased intra-peritoneal volume (iipv) event was verified through an event history log review. External/internal inspection was performed and passed. The device passed both the homechoice return instrument test / evaluation (rite) electrical test and the rite functional test. A short simulated therapy was performed and passed successfully without any delays or alarms. A service history review revealed no issues that could have caused or contributed to the reported issue. Upon conclusion of the investigation, the cause was determined to be false empty detect and use error with initial drain alarm setting inappropriately programmed. The homechoice and homechoice pro apd systems patient at-home guide warns that ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.